Manufacturer narrative:
The customer¿s reported complaint of a slight burning smell while testing for a ¿check IV set¿ error was not confirmed. However, the reported error was replicated during a functional test during the investigation. Log analysis results confirmed 14 instances of ¿check IV set¿ alarms between 8:05 am and 8:27 am on (B)(6) 2018. Test results, involving a detailed examination of the pump module identified contamination on the internal logic board near the printed c38 and r12 area. Further analysis through magnification observed the contamination entering through the bezel membrane frame cavity snap on hole to the left of the patient side pressure sensor. Once contamination was inside the system, exhibited on the lower right bezel boss, the adjacent area (c38 and r12) of the logic board was also contaminated. Inadvertently, node 2 on the reverse side of the board produced an internal open circuit on the logic board attributing to the failure. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the pump module was being tested for a "check IV set error" and was attached to a pcu that is designated for testing. While the pump module was being tested, there was a slight burning smell. The pcu has been used since for testing without issues. There was no patient involvement.